Event description:
It was reported that the right ventricular thresholds had increased and were high. The impedance measurements for all vectors (pace/sense, svc, and hvb) on the right ventricular lead are low. The lead was capped and is no longer in use. It was further reported that the lead was explanted and replaced due to infection. No patient complications have been reported as a result of this event. It was reported that the right ventricular thresholds had increased and were high. The impedance measurements for all vectors (pace/sense, svc, and hvb) on the right ventricular lead are low. The lead was capped and is no longer in use. No patient complications have been reported as a result of this event. It was further reported that the capped lead was explanted and replaced due to infection.

Event description:
It was reported that the right ventricular thresholds had increased and were high. The impedance measurements for all vectors (pace/sense, svc, and hvb) on the right ventricular lead are low. The lead was capped and is no longer in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular thresholds had increased and were high. The impedance measurements for all vectors (pace/sense, svc, and hvb) on the right ventricular lead are low. The lead was capped and is no longer in use. It was further reported that the lead was explanted and replaced due to infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack and was melted, there was exposed defibrillator coil with a white substance, the helix/lobe was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.